Event description:
A customer reported that the valve stuck when they were attempting to exchange fluid for air during a vitreo-retinal procedure. A nurse confirmed that the staff rebooted the system, however it did not help. The issue was resolved after the product was replaced. There was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).